Event description:
It was reported that during a laparoscopic splenectomy procedure, the close and fire handle could not open, so the jaw could not open. The procedure was converted to an open procedure and or time was extended by 2.5 hours. One device is being returned.